Event description:
The pt reported the rubber is peeling off the infusion device and she can see the base plate of the down button. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval. The pump was thoroughly checked. The soft rubber components of the ground plate and of the up/down buttons are used up. The down button does not operate. In regular use, the pump is exposed to chemical and mechanical effects such as wearing in the pocket, sun exposure, high temperature, contamination with oil products etc. The material of the soft components does resist these stress factors insufficiently. The printed circuit of the down flex connection is interrupted.